Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a revision. The healthcare provider stated to the patient that the battery would last 5-7 years and it only lasted a few years. Caller said that the patient had to keep getting operations with anesthesia two times already and stated they didn't want the patient exposed to too much medication, so they opted for a rechargeable device. Caller said the ins was all of a sudden almost down to zero and patient could barely move. After it was replaced to a rechargeable device the patient was better. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.